Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388tc lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that upon getting up at 4 am the patient had a syncopal episode and fell and hit their cheek, which caused some bruising. The patient was noted to have bradycardia, and also reported having flu-like symptoms for the past few days. After being transported to the hospital the device was interrogated and thresholds and all other functions were normal. It was noted that sleep function was on during that timeframe. The patient was admitted to the hospital and was subsequently seen by their cardiologist. The device was found to be functioning fine and no programming changes were made. The patient has a history of vasovagal syncope, and the physician did not believe that the device being in sleep function mode played any role in the episode. The device is still in use. No further patient complications have been reported as a result of this event.